Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with bilateral dry eye syndrome three months post lasik procedure. The patient reported that dryness improving slowly. The reporter indicated the patient was instructed to continue liftitegrast ophthalmic solution and sodium chloride hypertonicity ophthalmic ointment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information was received indicating the patient did not have any dry eye noted pre-operatively. The patient is still being managed with artificial tears and liftitegrast ophthalmic solution. An additional follow up visit is scheduled.